Manufacturer narrative:
The t:slim g6 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted completely until the pump shut down due to low power. The customer acknowledged that the battery depleted normally prior to the shutdown. The customer's blood glucose (bg) was over 600 mg/dl. The customer turned the pump back on and administered correction bolus via the pump. The customer was instructed to monitor battery charge levels.